Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-02070. Additional information received identified the patient went to the neurosurgeons office and had her staples removed and the issue resolved. Later the infection reoccurred and the scs system was explanted on (B)(6) 2018. Ipg is added as a device 2.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-02070, additional information received identified the patient required intravenous antibiotics and stayed in the hospital until it is completed.